Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a screen that turned off and did not wake without connecting to a charger, and the user also noted overnight hyperglycemia with glucose rising from approximately 100 mg/dl at bedtime to 265 mg/dl by morning. Symptoms included elevated blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included user counseling on ensuring adequate device charge, performing a device restart, and reviewing potential contributors to hyperglycemia such as infusion set issues, exercise, and food or alcohol before bed. Investigation of this case revealed no device alerts or alarms reported and no reproducible malfunction identified through user-guided troubleshooting. It was concluded that the device function could not be clinically or technically confirmed as defective and that the hyperglycemia had an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.